Manufacturer narrative:
The insulin pump received with operating currents within specifications. Unit passed selftest and displacement test. Unit was unable to prime during prime test due to faulty force sensor. Unit was unable to perform basic occlusion, occlusion and excessive no delivery test due to prime anomaly. Unit had cracked case tat display window corners and battery tube threads.

Event description:
Customer reported that she had unexplained high blood glucose. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.